Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of hubs2562 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was loose and ruptured and noted to be cracked at the y-site. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but without a complete sample, the exact cause was undetermined. One 9fr d/l hickman catheter was returned for investigation. The section of tubing distal to the bifurcation was not returned for investigation. The catheter broke approximately 6mm within the distal end of the bifurcation. A microscopic examination of the break revealed an uneven surface. It was reported that the patient was (B)(6). It is possible that the catheter broke during use from pulling on it; however, without the distal catheter segment, the exact cause was not determined. The broviac catheter should be secured out of sight for infants and children. Vests and other clothing should be used to completely cover tubing and exit site. Patients should not be allowed to pull on tubing at any time to avoid catheter damage or breakage. The sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of hubs2562 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was loose and ruptured and noted to be cracked at the y-site. No patient injury reported.